Manufacturer narrative:
The device was returned for analysis. Based on photos, the reports of failure to open in the middle section was confirmed. However, the analysis findings and the reported event details failure to open in the middle section (hourglass shape) could not confirmed, as the pipeline braid was found fully opened with moderately frayed at both ends. It is possible that the damaged braid and the patient anatomy may have contributed to the reported issue. The damage to the braid on the both ends of the device was likely the results of the re-sheathing the device more than recommended two times. Per our instructions for use (IFU), the user should begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the has been successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the embolization device. Re-sheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the device against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that middle section of the flow diverter failed to open. The device was less than 50% deployed. It was resheathed more than two times. The flow diverter was resheathed and removed. The anatomy was normal. The aneurysm was unruptured, located in the cavernous, amorphous in shape with a max diameter of 10 and a neck of 6mm. The landing zone was 4.5mm (distal) and 5mm (proximal). The access vessel was 8mm. New flow diverter was used to treat the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.